Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log fond one occurrence of "improper shutdown" in the log. The reported symptom was not reproduced, and no component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and then off. The problem was found during programming/ set up in the emergency room. There was no patient involvement. No additional information is available.